Event description:
It was reported that, following a pph procedure, the pt is having incontinence issues, loss of sensation and cannot feel the urge.

Manufacturer narrative:
Info was not provided by the initial contact. Info is unavailable; device was not returned for evaluation.